Event description:
Description of event according to initial reporter: patient came in for a dissection emergent case. During deployment or user aggression the graft landed distal to where the actual approx landing zone wanted to be ((B)(4)). The physician decided to use a device from another manufacturer to get more of a proximal seal. Delivered the device then distality he extended out the zdes-36-180-us. Upon final run he was satisfied with the final angio. Fast forward to recently within the last week the patient had to come back in with a type a dissection to where they had to build the arch ((B)(4)). Patient outcome: the patient was prolonged hospitalized for recovery. Furthermore, the patient had to return for complete arch repair.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 07feb2023: the patient came in as a rupture. Intended landing zone was at left subclavian artery, physician did not land at intended landing zone, so he extended with a competitor graft. Graft did not migrate. Physician did not land at intended landing site.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a female patient came in with an emergent case of a ruptured type b dissection. The deployment of the zdeg-p-26-136-pf-us (complaint device) was rushed caused by the emergent case and the device was not landed in the intended zone (left subclavian artery). A device from another manufacturer was placed proximally to complaint device to ensure proximal seal and a zdes-36-180-us was placed distally to complaint device. After unknown amount of time, the patient was admitted with a type a dissection and had complete arch repair performed. Physician did not suspect the devices caused a type a dissection. Patient had follow-up on (B)(6) 2023 and left that hospital against medical advice. No imaging was provided and no device was returned. No evidence to suggest that the product was not manufactured according to specifications. Per instructions for use, constantly monitoring of graft position should be performed as well as using angiography to check the graft position. Based on provided information and physician testimony, the misplacement is likely caused by rushed deployment as the patient had ruptured dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17feb2023: it was operator error. The physician rushed the deployment.